Manufacturer narrative:
Device expiration date: n/a. Investigation summary: no samples were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch# 9154731. All inspections were performed per the applicable operations qc specifications. There were zero notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that plunger error occurred during use with a relion® insulin syringe. The following information was provided by the initial reporter, "consumer reported: found syringe that plunger would not move during the injection. Consumer reported: found this same syringe removed from site and the needle was twisted up. Had to waste the 100 units of insulin inside it."